Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, moderately calcified marginal artery. Predilatation was performed prior to stenting. After the attempt to cross the lesion with the 3.5x28 mm xience xpedition failed, resistance was felt during retraction of the stent delivery system from the anatomy, which resulted in the stent implant dislodging from the balloon. A snare device was used to retrieve the dislodged stent successfully, after which the lesion was dilated again and a non-abbott stent was placed successfully. No adverse patient effects were reported; however, a delay in the procedure was experienced due to the need to retrieve the dislodged stent. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.